Manufacturer narrative:
The event was reported by the distributor. The reported physician and healthcare facility is: (B)(6). (B)(4). A wallflex fully covered biliary stent and delivery system were received for analysis. The stent was returned partially deployed. Visual inspection of the returned device found the outer clear sheath was buckled. The outer sheath in the guidewire access sleeve (gas) was kinked. The inner sheath was kinked inside the outer sheath. The inner sheath was kinking out of gas. The gas ramp was lifted and the ro markers were cracked. The stent cover was damaged (detached from the stent). Functional evaluation was performed and it was necessary to deploy the stent manually by gripping the outer sheath and pulling the tip distally. The stent cover was damaged and detached from the stent, hence, the device was submitted to scanning electron microscopy (sem) analysis and it was determined that there was deformation and orange discoloration present in the mid-section of the stent. The stent was submitted for a fourier transform infrared spectroscopy (ft-ir) analysis and it determined the presence of a chemical substance similar to polysaccharide/cellulosic references, and this may be a result of contact with a cleaner or disinfectant. No other issues were noted the stent and delivery system. The reported event of stent failure to deploy was confirmed as the stent had to be deployed manually during functional inspection. The investigation concluded that the reported event and the observed failures were likely due to procedural factors encountered during the procedure. It may be that handling and manipulation of the device during procedure can lead to kink and buckle in the outer sheath. Once the system is kinked/bent, it can cause friction between the components at kinked/bent areas. Attempts to deploy the stent under the device condition can result in inner shaft kinked and it can pop out of the delivery system due to resistance during stent deployment. Additionally, interaction of the device with the scope and manipulation of the device could crack the ro marker. Lastly, the stent was pulled hard, this could have contributed with the damages to the stent cover. The deformation of the stent cover may be a result of the polymer debonding from the braid and no longer being supported by the frame. The orange discoloration on the stent cover is consistent with a cleaner or disinfectant, however there is not contact with any cleaner or disinfectant during the manufacturing process suggesting a manipulation of the device during or post procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted to treat a common bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the stent could not be deployed and the outer sheath was kinked. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation result which revealed the stent cover was damaged.